Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device intermittently displayed a solid red x and while the x was visible, the device would not power on. There was no patient involvement.